Event description:
It was reported by repair work order that the patient right heel stirrup was not holding weight. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.